Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a vessel below the knee. A 2.0mm x 120mm x 150cm sterling¿ sl balloon catheter was used for dilatation. Following deflation, the device was attempted to be removed; however, the device became stuck with the guide wire. The device was then removed along with the wire and the procedure was completed. No patient complications were reported and the patient's status was stable.